Manufacturer narrative:
Insulin pump received with intermittent button response on the act button due to corroded keypad traces noted. Moisture damage on all electronic assemblies noted. Insulin pump received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. Corroded vibrator motor assembly noted.

Event description:
Customer reported via phone call to have moisture under display screen due to going swimming and forgetting that insulin pump was still connected. Customer's blood glucose was 126 mg/dl. Customer was advised that insulin pump would need to be replaced.